Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The pump showed no signs of physical damage. The reported primary audible alarm was found in the event history log (ehl). The alarm was not replicated at power up. The problem source of the reported product problem was unknown. A root cause was not established. The speaker was replaced as a preventative measure.

Event description:
It was reported that the medfusion pump produced a primary audible alarm. No patient injury or complications were reported in relation to this event.